Event description:
This complaint is from a literature source. The following literature cite has been reviewed: al-hamzi, a. M., al-moaish, a. A., soliaman, m., al-hetari, m. Y., al-haddad, j., & jowah, h. M. (2025). Functional outcomes of distal femoral fractures treated with locking compression plates in yemen: a prospective study. Journal of emergency medicine, trauma & acute care, 2025(3), 25. Https://doi.org/10.5339/jemtac.2025.25 objective/methods/study data: this prospective cohort study aims to evaluate the functional outcomes and complications of dffs treated with lcps from march 20, 2022, to april 20, 2024, in sana¿a, yemen, enrolling 18 patients ( male=11 and female=7) with distal femoral fractures dffs treated using locking compression plates (lcps) in 9-month follow-up period, estimated mean age of 36.8 ± 13.8 years (range: 18¿65). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: lcp adverse event(s) and provided interventions possibly associated with unk - constructs: lcp distal femur plate/screws (qty:27) (n=2) delayed union; no treatment reported (n=2) superficial infection; no treatment reported (n=1) deep infection; no treatment reported (n=7) angular deformity of 5° or 0.5 cm shortening; no intervention reported. (N=2) angular deformity of 10° or 1 cm 2 (11.1); no intervention reported. (N=1) angular deformity of 15° or 2 cm 1 (5.6); no intervention reported. (N=7) intermittent pain; no intervention reported. (N=4) pain with fatigue; no intervention reported. (N=1) pain that limits function; no intervention reported.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.